Event description:
On 06/12/1998 the account reported a bhcg result of 1507 mlu/ml, which was run on the axsym analyzer. After the result was reported out, the pt was given an ultrasound. The original aliquot tube was retested and results of 37,233/38,575 mlu/ml were obtained. No report of injury.